Manufacturer narrative:
Correction: this MDR is being submitted to correct the lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
E1: patient city: (B)(6). Pateint country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-june-2024, it was reported that patient faced infusion set leaking event. Leakage was located in tubing. The infusion set was in use for 1 day. Blood glucose levels reported during the event was 410 mg/dl. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.